Event description:
It was reported that a revision surgery was performed on a modular hip stem due to unspecified reasons.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).